Event description:
A customer reported receiving a high reading on their freestyle lite blood glucose meter and because of that reading, they changed their insulin dosage and had a hypoglycemic event. The customer reported being taken by paramedics to a hospital where a reading of 42 mg/dl was obtained. It is unk the treatment the customer received in the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. Note: two and a half hours after arriving at the hospital, the customer reported a reading of 161 mg/dl from a non-adc meter and compared to their meter reading of 181 mg/dl, however, this is not a valid comparison.